Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by abdominal pain, fever and cloudy peritoneal effluent. Three days later, the patient was hospitalized for the event. The patient was treated with fluconazole capsule 500 milligrams orally (frequency not reported) and cefepime 1 gram/2 liter (frequency and route not reported) for peritonitis. The patient's relative was re-trained on pd therapy. The patient recovered from the peritonitis event.